Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align¿ urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure; temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant; perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage; transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4). No sample received.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced inter alia, a sling revision that was contracted and tense, a chronic pain syndrome, recurrent urinary tract infections, bladder lesion, loss of sexual activity, erosion, mesh contraction, infection, fistula, inflammation, scar tissue, dyspareunia (pain during sexual intercourse), blood loss, neuropathic and other acute and chronic nerve damage and pain and pelvic floor damage, injury, pain, disability and impairment. Per additional information received, the patient has experienced palpitations, dysuria, hematuria, muscle aches, urinary frequency, urinary urgency, urinary tract infection, vaginal pain, sexually not active, pain, burning in vagina, indigestion, lower back pain, pelvic and perineal pain, overactive bladder, bladder pain, dysfunctional voiding of urine, bladder lesion, mesh erosion, muscle aches, swelling, right sided pain radiating to leg, tenderness, burning with urination, micturition urgency, urethral pain, urinary incontinence, burning vaginal pain, low suprapubic abdominal pain, urgency incontinence, suprapubic swelling, fibrous and tension noted around the sling, scar tissue, pelvic myalgia, hemorrhages, increased vascularity, glomerulations, inflammatory polyps, chronic suprapubic tenderness/fullness which worsens, mental pain, suffering, physical impairment, physical disfigurement, permanent injury, and mental anguish. The patient required additional surgical and non-surgical interventions.